Event description:
It was reported that during a gastric bypass procedure, the device fired but the knife blade would not retract. The manual release would not work. The device eventually released after numerous attempts with the manual release and pulling the trigger. A second device was opened and the same thing occurred. A third device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 02/25/2009: information was not provided by the initial contact. Instrument a: closure link, yoke interface instrument b: (knife); the long60 device a was received for analysis with no visual non-conformances and with a reload present on the device. The reload was received fully fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality by resetting and reloading it into the device. The jaws of the instruments were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. The long60 device b was received for analysis with no visual non-conformances and without a reload present. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.